Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified. Deflation: not observed, in the device. It is not possible to determine, the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.